Manufacturer narrative:
Batch review performed on 10 july 2019: lot 151474: (B)(4) items manufactured and released on 03-aug-2015. Expiration date: 06-30-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 24 july 2019: femoral component revision surgery performed 1 year and 9 moths after cementless total hip arthroplasty. Information concerning patient age, weight and health status is not available. The radiographic images provided show the presence of radiolucent lines in gruen zones 1 and 7 and stem looks slightly undersized. The reason of this choice is unknown: patient anatomy or bone morphology may be a possible cause but this cannot be determined on the basis of pre-revison x-rays. Aseptic loosening is a possible literature described adverse event following cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 1 year and 10 months from the primary due to pain caused by mobilized stem. The stem mobilization caused instability what caused that the patient fall and fractured the femur. The stem has been revised successfully.